Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for the second device, the event description states, "the rubber on the device came off." Is the white tissue pad completely missing from the clamp arm of the device? Active tip broke in half and white rubber piece fell off. Does the surgeon believe any piece of the device is inside the patient? No. If yes, what efforts were made to locate the piece which dropped into the patient during the procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? No. Did the patient experience any adverse consequences due to this issue? No. Is this device available for analysis? Yes. Is the lot number of this device available? No - (B)(6) (B)(4).

Event description:
(B)(4).